Event description:
The customer observed (B)(6) alinity I total b-hcg results on two patients which does not match with patient¿s actual condition. The results provided were: on (B)(6) 2022 sid (B)(6) = (B)(6)(> or = (B)(6) /repeated on (B)(6) 2022= < (B)(6) (< or =(B)(6) on (B)(6)2022 sid (B)(6) =(B)(6) /repeated on (B)(6) 2022=< (B)(6) laboratory reference range for b-hcg= < (B)(6) there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the total b-hcg reagent kit, list 07p51-77, a.i.d.d. Longford, ireland to alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2022-00179-00 has been submitted and all further information will be documented under that MDR number.